Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic with far r-wave oversensing resulting in mode switching of the implantable cardioverter defibrillator. The oversensing was found to occur only during auto-capture testing. Programming changes were discussed.